Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software product ID: tm90t0, serial# (B)(6), implanted: (B)(6) 2023, product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug (n/a n/a at n/a n/a) via an implantable pump for unknown indications for use. It was reported that the patient has had difficulty with the communicator pairing with the handset for about 4 days. They were stuck on the 'connecting' screen. They denied the communicator getting dropped or wet. Patient enabled and disabled airplane mode, closed the myptm app, restarted the handset, and reset the communicator but the issue did not resolve. Agent warm transferred patient to healthcareit for additional troubleshooting. Additional information was received from the patient reporting that the communicator would not make contact with the pump. Step taken to resolve the poor communication with the communicator was that they did a complete reset. The patient stated that it was still difficult to connect on most occasions, but eventually connects. Additional information was received from a healthcare provider (hcp) who reported that the cause of the difficulty connecting could have been due to low battery or not understanding how to connect. Per the hcp, the patient was brought in, batteries were checked and the patient was walked through how to properly ¿connect bolus and deliver.¿